Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. Review of the activity logs showed occurences of "check pads" and "poor pad contact" messages. It is important to mention that other factors can contribute to this type of malfunction that may not be associated to the device. A "check pads" message is typically the result of poor patient to electrode pad coupling. The multi-function cable and electrode pads used during this event were not returned for evaluation. The device passed final testing was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device intermittently prompted a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.